Event description:
The customer reported being hospitalized for hypoglycemia, and button errors on the insulin pump. The customer's blood glucose value at the time of hospitalization was 47 mg/dl., and at the time of the call with the helpline was 446 mg/dl. The significant event reported leading up to the button error alarm was the customer sleeping on the insulin pump. The customer reported the insulin pump's drive support cap being recessed, but was unable to complete troubleshooting. The customer was advised to discontinue use of the device and to return it for analysis and a replacement. No further information was provided.

Manufacturer narrative:
The pump passed the delivery volume accuracy test.

Manufacturer narrative:
Findings: unit passed functional test including displacement test, rewind, basic occlusion, occlusion, prime/aa33, and excessive no delivery alarm test. Unit functioned properly. Intermittent button response noted during testing due to corroded keypad traces. No button error alarm noted. Unit also received with minor scratched lcd window and cracked reservoir tubelip. Pending dva. (B)(4).